Manufacturer narrative:
Results: unknown cause of event. Conclusion: unknown cause of event.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Anatomy was not a factor (straight forward anatomy). It was reported that after the stent graft was successfully deployed, the physician wanted to retract the nose cone into the graft cover but the gray portion of the handle would not move down as it was supposed to. The physician then slowly tried to push the blue portion of the handle towards the gray and that seemed to work. The physician was then able to retract the nose cone all the way into the graft cover and seated the nose cone before removing the delivery system out of the patient. No clinical sequelae were reported, and the patient is fine. Evaluation summary: the stent graft was reported deployed in the patient. The slider handle was in the home position. The release/capture handle was in the unlock position. There were severe kinks on sheath at 46, 110, and 200mm from the distal edge of the graft cover. The kinks were confirmed not to be present when the device was removed from the patient and are determined to have occurred during the return shipping. There was a 2mm gap between tip and graft cover due to the kinks on the sheath. The complaint could not be verified. There were no abnormalities noted on the device, which appeared to function as intended. It is possible that the quick release button was not properly pressed causing the inability to bring down the gray handle to retrieve the tip; however, this could not be confirmed.